Event description:
Rptr noted inadequate fluidics and chamber fluctuations. Posterior capsule tear occurred during phaco: anterior vitrectomy performed and iol inserted. Some fragments remained after the tear. Inserted a sheets glide to phaco out the remainder. Nicked the iris and ciliary bodies, and there was some bleeding. Pt has a vitreous hemorrhage, but won't require a "tppv." Should recover well.